Event description:
It was reported that a lot of force was used to place the c0723, 8mm trocar. Also, the shield was reported to have not retracted over the blade after insertion and a was small nick was made in the uterus. The product was disposed of and the lot number could not be provided. No further patient injury occurred.